Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6)2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the incorrect real time telemetry (rrt) battery voltage measurement is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that there was an elective replacement indicator was triggered and early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.